Event description:
Reportedly, the warning [a24] stating that an excessive charge time was detected and that the defibrillation system was potentially ineffective was displayed in a remote monitoring report dated (B)(6) 2019. A drop in the battery curve and one in the rv coil continuity curve were also observed. A follow-up was performed on 16 january 2019 and the measured charge time during a test was superior to 40 s. Review of the patient files revealed that one shock overload occurred during testing of the device during the implantation procedure. Following the recommendations sent on (B)(6) 2019, the ICD was explanted on (B)(6) 2019 and was returned for analysis. Preliminary analysis revealed that a hardware issue is suspected.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190424 - file-2019-00144 - analysis_and_closure_report_resp-2019-00583.pdf].

Event description:
Reportedly, the warning [a24] stating that an excessive charge time was detected and that the defibrillation system was potentially ineffective was displayed in a remote monitoring report dated (B)(6)2019. A drop in the battery curve and one in the rv coil continuity curve were also observed. A follow-up was performed on (B)(6)2019and the measured charge time during a test was superior to 40 s. Review of the patient files revealed that one shock overload occurred during testing of the device during the implantation procedure. Following the recommendations sent on (B)(6)2019, the ICD was explanted on (B)(6)2019 and was returned for analysis. Preliminary analysis revealed that a hardware issue is suspected.